Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The perfusionist indicated that they consulted a getinge clinical specialist and indicated that the issue could be a restricted balloon. The stm reviewed the iabp error logs and found "iab catheter restriction" four (4) times. The stm also discovered a dry crystallized substance about one (1) millimeter in size on the edge of the standby button in the touch panel. The stm cleaned the touch panel surface and ran the iabp at a high rate for an hour without any issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) goes into stand by mode. There was no patient harm or injury to patient and no adverse event was reported.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) would go into standby mode by itself. There was no patient harm, injury or adverse event reported.